Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using an unspecified bd luer lock adapter device the device broke off and caregiver received a needlestick injury. Caregiver received treatment for injury, there was no patient impact. The following information was provided by the initial reporter: it was reported that the llad broke off the nexiva catheter causing the caregiver to get stuck. Llad broke off of nexiva catheter exposing the needle that stuck the caregiver. Was there any medical intervention for the caregiver that was stuck, if so please provide the details. Follow up with employee health per protocol for a contaminated needlestick injury. Was there a course if treatment change due to the breakage? Not for the patient. Are there any samples available for the investigation? Yes with ed manager.

Manufacturer narrative:
H6: investigation summary : bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified bd luer lock adapter device the device broke off and caregiver received a needlestick injury. Caregiver received treatment for injury, there was no patient impact. The following information was provided by the initial reporter: it was reported that the llad broke off the nexiva catheter causing the caregiver to get stuck. Llad broke off of nexiva catheter exposing the needle that stuck the caregiver. Was there any medical intervention for the caregiver that was stuck, if so please provide the details. Follow up with employee health per protocol for a contaminated needlestick injury. Was there a course if treatment change due to the breakage? Not for the patient. Are there any samples available for the investigation? Yes with ed manager.